Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) were accomplished through a review of the pt's downloaded data file. Review of the data does not indicate malfunction related to the defibrillation events. Device manufacture date: monitor sn -(B)(4) - 02/2015 (initial use). Electrode belt sn (B)(4) - 05/01/2011 (reuse).

Event description:
A united states distributor contacted zoll to report that a (B)(6) year old male pt passed away on (B)(6) 2015. On the day of passing, the pt received two defibrillation shocks. At 06:45:24 on (B)(6) 2015, the lifevest properly detected ventricular fibrillation (vf), a treatable rhythm. The lifevest subsequently delivered an appropriate defibrillation shock at 06:46:01 in response to vf. The post-shock rhythm was asystole with intermittent cardiac activity. The lifevest delivered a second treatment at 06:46:23 in response to asystole with intermittent cardiac activity. Over-sensing of a small cardiac signal contributed to the false detection. The response buttons were not pressed during the entire event. The pt passed away later that day.